Event description:
It was reported that this competitor pulse generator, right atrial and right ventricular lead were explanted due to an infection. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)